Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient had a gamma nail inserted due to fracture hip. One to two (1-2) years ago. Patient has complained of pain and dr. Revised the nail to a total hip with restoration modular and psl cup and mdm.

Manufacturer narrative:
Investigation (B)(4) of lag screw revealed no product deficiency. The item did not contribute to the event. Thus, associated item.

Event description:
Patient had a gamma nail inserted due to fracture hip. 1-2 years ago. Patient has complained of pain and dr. Revised the nail to a total hip with restoration modular and psl cup and mdm.